Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted and replaced on (B)(6) 2024 for an unknown reason. The patient condition was not known.

Event description:
New information received notes that the right ventricular (rv) lead was explanted due to insulation breach which led to pacing inhibition. Additionally, the right atrial (ra) lead was damaged during the extraction. The patient was in stable condition throughout the procedure.